Event description:
The complainant has reported that a pt (age and gender unk) with end stage lung cancer underwent a therapeutic placement of an 80mm ultraflex tracheal stent for a palliative treatment of a 7 cm tracheal stricture. The delivery system passed through the stricture without issue. No resistance was noted. There appeared to be 4-5cm from the tip of the stent to the first marker. The position of the stent reportedly looked good with proximal placement in the correct location. The physician stated the device appeared to be 14cm in length on x-ray. The next day, the pt presented with difficulty breathing. The stent appeared to be 5cm in the right main bronch and is blocking off the left main bronch. It is also reported that the pt declined any further interventions (inclusive of repositioning or removal of the stent). In september 2005 the manufacturer received notification that pt had expired. Date of pt's death is unk at this time.